Event description:
The surgeon implanted a collamer lens model cc4204bf and was removed without patient injury. It was indicated that the md notice a defect in the lens and another lens was used. The model and lot numbers of the cartridge and injector are unknown.